Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose level last night and the sensor did not alert her. Customer stated that she tried to reset it this morning and was getting a lot of meter blood glucose now alarms but the sensor is not taking the blood glucose reading. Customer stated that her blood glucose level was at 85 mg/dl at the time. Customer found that she was getting a battery out limit alarm. Customer stated that she was sleeping at the time and she did not change the battery. Customer was explained that this may be why the pump did not alert her for a low blood glucose reading. Customer stated that this morning her blood glucose was high in the 400's mg/dl. Customer stated that she did a control solution test on her meter and it was out of range. Customer was explained that she may be taking more insulin than needed. Customer was advised that a replacement battery cap will be sent.